Event description:
It was reported that the patient received a shock. Upon interrogation, high impedance was noted. Device could not deliver hv therapy. The patient is currently very sick so the lead will not be revised at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.